Event description:
The customer obtained multiple, non- reproducible, higher than expected vitros trop I es results (patient 1 = 1.70, patient 2 = 0.270 vs. Expected results <0.012 ng/ml) from two different patient samples processed on the vitros 5600 system. The affected results were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Corrected reports were issued, once the issue was identified. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number# 1440612 / ivd# 282368.

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples while using the vitros 5600 system. The investigation could not determine a definitive root cause. There was no evidence that an instrument or reagent related issue contributed to the event.